Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited no capture. During fluoroscopy it was noted that the lead had dislodged. The lead was explanted. The patient was recovering post procedure.